Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient did not report any open skin or bleeding. The patient does have a history of sensitive skin and believes the irritation is caused by perspiration. There was no alleged device malfunction contributing to the irritation. The patient used medaline remedy calamine skin cream. The patient's spouse is a nurse helped apply barrier creams and helped wipe away the moisture of the affect area. Follow up indicated the irritation improved.